Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect shield color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for incorrect shield color was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion:based on evaluation of the customer the customer¿s indicated failure mode for incorrect shield color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for incorrect shield color was not observed. Root cause description:based on the investigation, a root cause could not be determined. Rationale:complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had mix of product type in a pack. No serious injury medical intervention.